Event description:
Within 24 hours of receiving an injection of euflexxa in each knee, my blood glucose levels shot up. After consulting with my endocrinologist, I doubled the amount of lantus I was taking and doubled the amount of humalog at each meal and when I detected extremely high sugars. My orthopedist said he has never seen elevated sugars with euflexxa. Both my endocrinologist and family practitioner have seen them. This side effect needs to be reported. It can be addressed, but saying euflexxa does not cause an increase in blood glucose levels is not true. Dose or amount: injection, frequency: 3 injections, route: injection into knee. Diagnosis or reason for use: knee pain, osteoarthritis.